Manufacturer narrative:
The corail stem that was added to this report was not returned for examination. A worldwide complaint database search could not be conducted as the required lot code was not provided. Based on the information provided, the need for corrective action is not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: on or about (B)(6) 2008 patient had a left total hip implanted. The patient experience and/or will experience severe harmful effects. Update: 6/30/2013 medical records were received from legal, and part/lot information was identified by invoice search. Records indicate that the patient was revised because of metallosis. Records are available for further review. Update 12/31/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, and increased metal ions (no labs provided). The stem is being added for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/26/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear.